Manufacturer narrative:
(B)(4). Batch p58h7g. Investigation summary: the analysis results found that the cdh25a device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during a total gastrectomy procedure, during the esophagojejunal anastomosis, the circular stapler nº 25 did not close the anastomosis completely. The left anterolateral portion had dehiscence. A new stapler was used to perform the anastomosis. The patient had no permanent damage, did not need to be hospitalized, nor had his hospitalization extended due to product problem. He did not have to be re-operated and did not have any serious damage. There was no patient consequence.